Event description:
Customer reported no images on monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the celeron processor and backplane. System operates as intended.